Event description:
The shaft of the trocar and port became disengaged during the procedure. Trocar did not completely fall into pt cavity. Patient was unharmed. Trocar retrieved with kelly clamp. Surgeon and staff very familiar with product. All have used these trocars for several years. Lap chole was being performed. This happened twice, 2 different trocars/same lot # /same pt. Diagnosis: lap chole with limb hernia. Event abated after stopped: no.